Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that their daughter had diabetic ketoacidosis and insulin pump had keypad anomaly. The customer¿s blood glucose level was 94 mg/dl. The customer reported that the insulin pump was freezing and blood glucose was dropping. It was reported that they also received multiple pump error. The customer was able to successfully clear the alarm. The customer was able to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected motor arm cannot communicate with the main arm, hardware low level failures or unresponsive keypad noted during testing. However, hardware low level failures and the motor arm cannot communicate with the main arm found in the formatted history file due to a problem isolated to the electronic stack. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
To update diabetic ketoacidosis and hypoglycemia per complaint notes.